Manufacturer narrative:
Date received by manufacturer: on (B)(4) 2011, (B)(4) was informed only that an electrode loop tore off the shaft during a procedure. On (B)(6) 2011, the electrode was received at richard wolf and a copy of the incident report was provided. It was not until we received the incident report that we were aware of an actual malfunction. On (B)(6) 2011, the rn manager informed richard wolf that there was no other information to provide. Evaluation summary: (B)(4) - resectoscope cutting loop electrode. Visual inspection of the cutting loop electrode showed the loop frayed on one side. The wire loop on the opposite side was still attached. During inspection, the wire loop became completely detached from the branch. This was due to the wire being frayed. The blue insulated branch was mis-shaped (bent). There were no other damages found with the electrode. This is the 1st problem we have been informed of from the 110 electrodes manufactured. As of (B)(6), 2011, the enduser provided minimal information associated with the electrode problem. The enduser has indicated that there is no other information other than what has been reported. Cause of event: the electrode was assembled per specification. We are unable to determine actual root cause of wire loop detachment. We consider this an isolated situation.

Event description:
During a procedure, the loop tore off the shaft on one end. An incident report was made by the facility on (B)(6) 2011. There was no patient injury.